Manufacturer narrative:
Additional information received; it was reported the index procedure was an elephant trunk case where the blood vessel prosthesis was performed proximally film evaluation summary: the reported difficult to deploy event was confirmed on the films provided; however the cause of the event could not be fully determined. Difficulties in positioning the device in the patient could be appreciated on viewing the severely tortuous anatomy observed on the 3d mensio report received. Procedural angiogram showing attempts to deploy the device were not received for thorough analysis of the event. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is likely that the severe angulation noted in the aortic arch may have been a contributory factor in the difficulty to deploy the device. A device issue cannot be ruled out as a potential cause. The delivery system has been returned for investigation and is pending analysis. The results will be summarized in a separate report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one photo capturing the taper tip, middle member, stent stop, and graft cover was received. The middle member appears slightly curved. The delivery system returned with the handle disassembled. A kink was observed on the middle/inner member 6.0cm from the taper tip. The distal end of the taper tip was partially flattened and deformed. Short longitudinal scratches were visible on the taper tip. The reported positioning difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 55mm thoracic aortic aneurysm. A aortoesophageal fistula was also suspected in this patient. It was reported that during the index procedure, the patient had a severely tortuous access route and aorta. Firstly, ascending aortic arch blood vessel prosthesis implantation was completed. Then a 20fr non mdt sheath was placed up to the abdominal branch level and the valiant navion was inserted along with a stiff wire. Though the device was attempted to be advanced, it did not advance at all, even the device was pushed with a considerable force, the situation did not improve. It was given up and implantation was attempted with a pull-through guidewire. As the tip capture structure did not deploy at all, though it was a judgement mistake of the physician, the pull-through guidewire(gw) had no elastic and it was removed and was changed to a stiff wire, but the stiff wire could not be inserted into the gw lumen at all. Though it was noticed after disassembly technique, the gw lumen was limp and bent.the gw passed safely after the gw lumen was straightened though it was judged that part also seemed to be weak. The device managed to reach the target site and deployment was started. Deployment was performed per the specific steps, but the proximal region did not deploy even the tip capture was pulled. A bail out disassembly technique was attempted but the tip capture mechanism still did not release. Though an attempt was made to advance a balloon from the contralateral side, it did not advance due to severe tortuosity, and finally a non mdt balloon was inserted into a sheath and the balloon was inserted inside to be inflated. The wire and balloon were inserted and removed several times, and the device was pulled and turned, it took more than 2 hours to deploy but eventually was able to complete its implantation. As per the physician the cause of the access issue was anatomy. The cause of the tip capture issue was presumed to be a weak inner core of this part of the device. No additional clinical sequelae were provided and the patient is fine.